Manufacturer narrative:
The lot number of the pack was not provided; therefore, the review of the history record cannot be performed. The product was discarded by the hospital, no evaluation can be performed.

Event description:
A report from a facility in (B)(6) indicated three patients presented with tass following cataract procedures. Two patients did not experience severe reactions and had recovered after a week of treatment. The third patient experienced a serious reaction and was transferred to the university hospital for treatment. The patient recovered and after three weeks of treatment. No other details were provided.